Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's hip was revised. Surgeon reported metallosis with elevated metal ions (levels not reported). Intra-operatively, some trunnionosis, shell and stem loosening, and black tissue were observed.

Manufacturer narrative:
Corrected data: date of implant. An event regarding revision due shell loosening and abnormal ion levels involving a tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports, histopathlogy reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's hip was revised. Surgeon reported metallosis with elevated metal ions (levels not reported). Intra-operatively, some trunnionosis, shell and stem loosening, and black tissue were observed.